Event description:
It was reported the patient fell last week and was not feeling stimulation in their back (pns leads). The patient started feeling again last night, but it felt stingy not pulsating. The patient had a burning sensation and less than 50% therapy relief at the lead location. Impedance testing and reprogramming were performed. The representative added group c for more comfortable back coverage. Reprogramming produced good stimulation coverage. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v993052, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# va0kmpa, implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3487a-56, lot# va0nmm1, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# va0pvjy, implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).